Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After predilation was performed with a 2.0x15mm non-bsc balloon catheter, a 2.50x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. To predilate the lesion again, the device was removed but the stent was detached. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 24 mm stent delivery system (sds) was returned for analysis. The stent was detached from the sds and was not returned for analysis. The manufacturing data for this device was reviewed. The maximum crimped stent profile was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire balloon body indicating overall crimp contact between the stent and the balloon at the time of manufacture. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After predilation was performed with a 2.0x15mm non-bsc balloon catheter, a 2.50x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. To predilate the lesion again, the device was removed but the stent was detached. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.